Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's blood glucose reading was 134 mg/dl. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump passed prime, excessive no delivery test and displacement test. No excessive no delivery alarm during testing. No slow delivery anomaly noted. The insulin pump was monitored several days bolus and basal were delivered properly. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.